Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch #279d65. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with two gst60d (b and c) reloads present. The reload b was received partially fired 1/3 and reload c returned partially fired 1/4. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 279d65, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open colectomy procedure, it was observed that the knife would stop moving forward more than on the way during use. After replacing the cartridge, the knife did not move forward similarly at the 2nd firing, and the device could not be fired. When checked the defective cartridges, one cartridge had moved forward about one-third, and the other cartridge was lifted only 1 to 2 staples of the root. Since the doctor usually uses e/gia, it was suspected that a locked-out of the cartridge was activated caused by the usage way. The cartridge color was gold. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.